Manufacturer narrative:
After battery installation unit gave an unexpected blank/white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to verify missing segments or partial display due to display anomaly. Unit received with minor scratches on case, cracked select button keypad overlay, cracked retainer and minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump had a solid white display. The patient¿s blood glucose level was 153 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.